Event description:
A representative contacted baxter (B)(4) regarding an issue with a new homechoice (hc) pro machine. The representative reported that the new machine had been used by the home patient (hp) for 2 nights without a problem, but the following night when the hp tried to start therapy, "something exploded inside the machine" and the hc stopped working. There was patient involvement, but no patient injury or medical intervention was reported. The hp continued with manual exchanges until the hc was replaced by another one.

Manufacturer narrative:
(B)(4). This complaint for a report of "smoke, sparks, burnt odor, fire from device" was confirmed during the sample evaluation, and the root cause was determined to be a hardware problem. The device was returned for evaluation and during the electrical tests the problem was confirmed, because the device had a faulty power supply. Visual inspection of device didn't show any issues. All product specification was met. A service history review and event history log review were both performed without any issues noted.